Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at several atmospheres for 3 seconds, the balloon ruptured. The device was removed without any problem, and a pinhole was noted. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.